Manufacturer narrative:
This report is filed january 21, 2016. The implanted device remains.

Event description:
Per the clinic, it was confirmed the electrode was extra cochlear resulting in device non use. Revision surgery is planned but has not taken place at the time of this report, january 21, 2016.

Manufacturer narrative:
There is no revision surgery planned to date as previously reported. The implanted device remains. The implanted device remains.